Event description:
During an atrial fibrillation pfa procedure, the sheath was removed from the package, primed, and inserted into the patient. During flushing, air was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.